Manufacturer narrative:
Upon investigation of the returned device, it showed a push bushing to nylon shaft bond failure. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".

Event description:
A physician attempted an arteriotomy closure with the starclose device. The physician pressed in the vessel locator button and it bounced back. The physician made another attempt and the end stayed pushed in as required. The physician retracted the device unitl resistance was felt against the anterior wall of the vessel. At this time, the device came out of the pt. The physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.